Event description:
The customer obtained imprecise vitros trop I es quality control results for a known troponin I free sample (0.171, 0.122, 0.175 ng/ml vs. Expected results < 0.014 ng/ml ) processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros trop I es quality control results were obtained for a known troponin I free sample processed on the vitros 5600 integrated system. An ocd field engineer performed several analyzer repairs. Performance testing following service verified that the equipment was returned to expected operation. The root cause of this event is analyzer related.